Event description:
A health care professional reported that lens found to be stuck in injector. Additional information was requested, but no further information was available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).